Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous calcium (ca) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems for one patient sample. The erroneous results were not reported outside of the lab. There was no affect to patient or user associated with this event.

Manufacturer narrative:
The samples are drawn in plasma separator tubes. The system is routinely calibrated every 8 hours and qc samples are run every 8 hours. After the event, the customer cleaned the cl electrode and port, primed and recalibrated the system, and ran qc samples. A field service engineer (fse) was on-site on (B)(4) 2010. The fse decontaminated the flow cell and replaced the carbon bridge. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.